Event description:
Healthcare professional reported that the pt was admitted to the hosp with tia lasting 6 hrs. The pt was treated with a heprin drip. An echo and heart catheterization were performed. All affects of the tia were resolved and the valve remains implanted.